Event description:
The user facility reported a uv lamp problem with their system 1e. Procedures were delayed and/or cancelled.

Manufacturer narrative:
The technician inspected the unit and found deposits on the uv light sleeve and housing. The technician performed a tssr water analysis on the facility's water supply and found the deposits were caused by poor water quality. The uv light and high-hat sensor was cleaned to remove all deposits; the unit was tested, confirmed operational and returned to service. The technician is currently working with the customer's plumber and a culligan water representative in correcting the water quality issue.